Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review has not been performed at this time. An x-ray is expected to be completed to evaluate the system further. This device remains in service. No adverse patient effects were reported.